Event description:
The customer reported that during review of the diagnostic log he found errors that indicates a 35 volt supply failed error.. The customer reported there was no patient involvement.

Manufacturer narrative:
Correction to include method code.